Event description:
The account alleged that the head drive is drifting down. No injury reported.

Manufacturer narrative:
Technician asked the account to change the head drive motor. No further information is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.